Event description:
A double lumen umbilical catheter developed a leak at the distal lumen luer lock connection. A close examination revealed that the connector had a crack in it that allowed tpn and lipids to leak out. This has happened numerous times over the last twelve months and the manufacturer has not been able to resolve the issue.